Event description:
It was reported the customer had several no delivery alarms on their insulin pump. Customer stated they had changed out their site and reservoir, but the alarm persists. The customer also reported receiving no delivery alarms during bolus deliveries. It was also found the customer was experiencing a high blood glucose of 411 mg/dl. Customer declined to troubleshoot for their high blood glucose. Troubleshooting found the customer's insulin pump passed the self test. Customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.